Manufacturer narrative:
Leg returned for evaluation. Leg is bent with one leg higher than the other which pulls the leg inward making the nlyon roller ride on the edge of the channel and/or travel down the channel at an angle creating a wear spot on the roller. Leg could be bent due to possible overloading or hanging up on something such as a windowsill, furniture in the room, visitor sitting on the bed, lowering bed down on something under the bed, using a lift that did not offer enough clearance and hitting the leg, etc. Causing the leg to bend. Leg had marks on the outside of leg indicating it had been possibly been hit from the side and had excess wear under the same leg indicting something had rubbed/scuffed it under the bed or fell onto something that was under the bed. There were also marks on the base of the legs. Previous testing found the only way we could recreate the leg coming out of the channel was if the bed was loaded with maximum weight, had a bent arm and bent leg and it was prevented from moving up and the up button continued to be pressed thus bending the leg and forcing it out of the channel.

Event description:
Customer reported the arm with the wheel on it became separated from the frame. Customer later reported a patient was in the bed at the time but they were not injured. Customer declined to give patient details. We are sending a new leg and requesting the leg in question be returned for investigation to determine if a malfunction occured. We are reporting with the information provided out of an abundance of caution.

Manufacturer narrative:
Leg returned for evaluation. Leg is bent with one leg higher than the other which pulls the leg inward making the nlyon roller ride on the edge of the channel and/or travel down the channel at an angle creating a wear spot on the roller. Leg could be bent due to possible overloading or hanging up on something such as a windowsill, furniture in the room, visitor sitting on the bed, lowering bed down on something under the bed, using a lift that did not offer enough clearance and hitting the leg, etc. Causing the leg to bend. Leg had marks on the outside of leg indicating it had been possibly been hit from the side and had excess wear under the same leg indicting something had rubbed/scuffed it under the bed or fell onto something that was under the bed. There were also marks on the base of the legs. Leg was installed on a bed and maximum weight (safe working load) was placed on the bed and tested for 7 days incuding simulating a visitor sitting on the bed. We could not recreate the leg coming out of the channel. Previous testing found the only way we could recreate the leg coming out of the channel was if the bed was loaded with maximum weight, had a bent arm and bent leg and it was prevented from moving up and the up button continued to be pressed thus bending the leg and forcing it out of the channel.

Event description:
Customer reported the arm with the wheel on it became separated from the frame. Customer later reported a patient was in the bed at the time but they were not injured. Customer declined to give patient details . We are sending a new leg and requesting the leg in question be returned for investigation to determine if a malfunction occured. We are reporting with the information provided out of an abundance of caution.

Manufacturer narrative:
Waiting on device to return for evaluation.

Event description:
Customer reported the arm with the wheel on it became separated from the frame. Customer later reported a patient was in the bed at the time but they were not injured. Customer declined to give patient details. We are sending a new leg and requesting the leg in question be returned for investigation to determine if a malfunction occured. We are reporting with the information provided out of an abundance of caution.